Event description:
It was reported the patient (B)(6) is not receiving therapy relief to her back as required. During a previous programming session, the patient illustrated discomfort due to the high intensity of the stimulation. Twitching of the abdomen was also observed with use of the higher settings. In addition, the patient reported intermittent uncomfortable sensations when therapy is commenced via the clinician's programmer. Finally, the patient claims that one of her issued programs is stimulating an are which makes it difficult to walk. Follow-up on this matter found that effective stimulation coverage remains an issue for the patient. At the latest programming session it was reported the patient is unable to increase stimulation to an adequate level for relief. Furthermore, a new program was issued, but it is reportedly only providing right side coverage. A diagnostic test found no issues with respect to impedance.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.